Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger would not charge battery) has been confirmed. Upon investigation the battery charger/modem would not charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/02/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 5/23/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a charger and reported the charger would not charge a battery pack.